Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 7 inches from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. The fractured cables are contained in the lead body. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the lead splitter passed visual, electrical, mechanical and photographic tests performed. Lead splitter passed all testing and exhibits normal device characteristics.

Event description:
A report was received that the patient¿s lead was showing high impedances as confirmed by database analysis. The patient underwent a revision procedure wherein the lead and splitter were replaced. The physician suspected device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s lead was showing high impedances as confirmed by database analysis. The patient underwent a revision procedure wherein the lead and splitter were replaced. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm).